Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The unit was also received with a corroded motor home switch and a missing end cap sticker. The following physical damage was noted: minor scratches on the lcd window, cracked case at the display window corners and reservoir tube window corners, and broken battery tube threads.

Event description:
The customer reported via phone call that she jumped into the swimming pool while wearing her insulin pump due to her grandson being in the pool. The patient's blood glucose at the time of incident is unknown. The pump started beeping and when she removed the battery the screen was frozen. A constant tone was also coming from the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.